Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15092495 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No issues were noted that were considered potentially related to the reported complaint. No non conformance records were issued for this lot 15092495. An excursion was found for lot 15092495 due to an (ucl) upper control level was out of control point for the graphic of smart control mdx yield. Given that the excursion was favorable no action was taken. 6fr outer member subassembly lot 15087804 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Polymide guide wire lumen subassembly lots 15085146 and 15085147 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Additional information will be submitted within 30 days of receipt.

Event description:
After the prep, it was found the outer sheath was moved over and the smart control, iliac 10x60 stent tip was slightly exposed. The product was not inserted in the patient. The procedure was completed using other size product. Additionally, it was reported that after the product was removed from the packaged, the stent was exposed. During prep, all the labeling instructions were followed. No damages were noticed on the stent (struts) or any other section of the device. No further information was available.

Manufacturer narrative:
After removing the product from the packaging and prepping the 10x60 smart control iliac stent it was noted that the outer sheath had moved and the stent tip was slightly exposed. The product was not inserted into the patient and the procedure was completed using another size product. The locking pin was still in place when the product was removed from the packaging and during prep. All the labeling instructions were followed during product prep. No damages were noticed on the stent (struts) or any other section of the device. In response to investigation into the findings that the product was returned without the stent or the locking pin, it was reported that the physician released the stent outside of the patient after the event was noticed. So the stent and the locking pin were not included in the returned product. No further information was available. One non sterile unit of smart control, 10x60 mm was received coiled in a plastic bag. Locking pin and stent were not received. The outer sheath was kinked at 1.5 cm from ID band and there was a bend at 31 cm from distal end of brite tip. Blood residues were observed at handle and distal tip. No other discrepancies were found. Usable length of the stent delivery system (sds) was measured and it was found to be acceptable per specification. The deployment process was performed per procedure without the stent, with no anomalies found. The DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Since the stent was not received and no discrepancies were found during functional analysis, the deployment difficulty premature prior to use could not be confirmed. Controls exist in the manufacturing process to prevent this failure and there are inspections in place to detect this type of failure. Based on the condition of the returned device and available information, although no conclusion can be made, procedural factors may have contributed to failure as reported. Neither the DHR review nor the product analysis indicate that the reported event is manufacturing related, therefore no actions will be taken at this time.